Manufacturer narrative:
Insulet's patient safety team reviewed this case where the customer reported the pdm battery exploded and "stuff" was oozing out of it. According to the customer, this event happened a couple months ago when she left the pdm in her car while shopping for approximately 45 minutes. When she returned to her car she stated the pdm would not power up, the battery was swollen and oozing. The customer mentioned it maybe got too hot. The customer discarded the battery. Following this incident the customer has been giving insulin injections and reported they're not working, her blood glucose levels are too high, and the pdm was the only thing that worked for her. The customer was sent a replacement pdm. The reason for the pdm battery failure, and thermal event cannot be determined as no images of the device are available, and the battery was discarded.

Event description:
Customer reports experiencing a thermal event with her omnipod dash personal device manager (pdm), after leaving it in her car while she went shopping. The customer states, "she had left the pdm in the car and when she came back it was not working and so she opened the battery and it was swollen and stuff was oozing out of it." The patient ended up discarding the battery. No medical intervention was required due to the event.